Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, it was observed that there was a crease in the posterior aspect. Within the crease, a tear was found measuring approximately 0.1 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Concomitant medical products: 250cc mentor smooth round moderate profile ( catalog #: 3501635 , lot #: 185297) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The patient noticed that the volume of her left breast was decreased. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal on (B)(6) 2019.